Manufacturer narrative:
Medwatch sent to FDA on 10/08/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blurred vision and migraine are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of blurred vision and headache: "undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : any other undesirable side effects associated with injection of juvéderm ultra plus injectable gel must be reported to the distributor."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra plus in the tear trough and nasolabial folds. The patient complained of "blurred vision" and the patient was taken to an "eye hospital." The patient was subsequently "discharged with diagnosis of migraine." The patient is "being closely watched." No information was given if treatment was provided and status of symptoms are not known.